Manufacturer narrative:
Title: case¿control comparison of separation of component retrorectus urinary bladder extracellular surgical device hernia repair with acellular dermal matrix underlay and prosthetic mesh overlay hernia repair. Source: international journal of abdominal wall and hernia surgery 2021;4:13-9. Published: 22-02-2021. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between may 1, 2012 and may 31, 2019 , outcomes of patients who underwent two types of incisional hernia repairs were compared. One technique was the sandwich biologic mesh underlay/synthetic mesh overlay (buso) repair technique; the second technique was separation of components with retrorectus mesh (socrm). There were 28 patients in each group and complications included: superficial skin necrosis, superficial wound infection, hernia recurrence and seroma. Reoperation was required for hernia recurrence. Superficial surgical site infection and necrosis required antibiotics, bedside debridement or drainage of the infection. Seroma was treated with aspiration. Three patients required either ¿home health¿ assistance or placement at a skilled nursing.